Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and subsequently replaced. The boston scientific representative provided the incision site opened about a week after initial implant because the icm device was sticking out of the wound. The icm was explanted and discarded and not will not be returned. Subsequently another icm implant was scheduled and another icm device was implanted successfully. There were no additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and subsequently replaced. The boston scientific representative provided the incision site opened about a week after initial implant because the icm device was sticking out of the wound. The icm was explanted. Subsequently another icm implant was scheduled and another icm device was implanted successfully. The complaint device has been returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Device has been returned and analysis performed. Analysis of the returned product is not able to provide relevant information for the dehiscence allegation. However, dehiscence is a known medical risk associated with the implantation of a device under the skin. As a result, evaluation conclusion code, known inherent risk of device, was selected.